Event description:
The harmonic 1100 shears with the integrated handpiece failed to work at all. The instrument was plugged into its power source, and when the surgeon went to use the instrument, an error message appeared on the power source screen which instructed us to replace the instrument.